Manufacturer narrative:
The ge rep conducted an onsite investigation. The high voltage generator and the generator batteries were replaced. The tube light was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a filament regulator and a precharge failure error message. No pt injury was reported.